Event description:
Patient developed bone loss 5 years after implantation of the dental implant fx3808mlc in tooth location #21. Implant was removed on (B)(6) 2015 due to bone condition and poor oral hygiene. The patient is recovered without complications, but treatment is ongoing.